Event description:
It was intended to use an endeavor resolute rx drug eluting stent to treat a calcified lesion with 85% stenosis in the distal of the rca. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with a 2.0 x 20 mm balloon but the endeavor resolute device could not cross the lesion. The device was removed from the patient and the stent was noted to be deformed. The physician used a new device, of same size, to complete the surgery. No patient complications reported. Evaluation summary: the device was returned for analysis. The stent is deformed, with stretched and bunched segments. The distal section of the stent has moved distally on the balloon due to the stretching and bunching of the stent. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product resolute integrity.

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation). Patient' condition affected effectiveness of device (lesion morphology -calcified lesion with 85% stenosis). Deformation problem (stent). Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology - calcified lesion with 85% stenosis). Inherent risk of procedure (stent deformation). (B)(4).